Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the stimulation was not strong enough and the device was not helping the patient. Patient had the programmer with them but did not have batteries to change and will call back once they purchase new ones to get help increasing the stimulation and using the remote. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it was getting where it was not working and the patient was having a gradual return of bladder symptoms that started occurring around two years ago. It was stated that if the patient laid down and went to bed, when they would get up they couldn¿t hold it to get to the bathroom. Trouble shooting was not able to be done because the patient programmer batteries were dead and they needed to go to the store to get some. The patient was going to call back once they got new batteries for the programmer. No further complications were reported/anticipated.